Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet intergral 180, primary stem 14*180 unknown, unknown stryker trident acetabular component sixe 62 mm unknown, unknown screws 24, 26, 35, 40 unknown, unknown standard mdm metal liner 48 ID unknown, unknown stryker 48mmx3 adm femoral head poly (48 od, 28id) unknown. Customer has indicated that the product will not be returned. A follow up MDR will be submitted once the investigation is completed.

Event description:
It was reported a patient underwent left hip revision approximately 8 months post-implantation due to mrsa infection.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the event is not reportable and the initial report submitted should be voided.